Event description:
It was reported that the right ventricular (rv) lead apparently dislodged and was repositioned. Shortly after the repositioning, the patient developed an infection at the incision site, which was treated with medication, followed by a pocket revision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.